Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During the procedure, two sutures broke during the procedure. Two consecutive complaints has reported. Surgeon used another foil to complete the procedure. Total of 25foils were used and after that two consecutive complaints were reported. Following this, the doctor has requested us to take back the remaining 9 foils and replace them with 11 foils from different batch including two complaint sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple procedures? If this occurred in multiple procedures, please confirm the number of patients affected by the alleged deficiency. Have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). Please create a new pc file for each patient/event. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Additional h11: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no is the patient part of a clinical study unknown, (B)(4), device property of hospital, device in possession of none.